Event description:
The customer reported the ventilator alarmed due to a vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturers service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log history indicated a 24/+-12v power fail occurrence followed by a restart occurrence during operation in normal ventilator mode. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown or restart of the ventilator, an audible power fail alarm will activate. The service technician replaced the power supply to address the finding. Performance verification testing was completed and tests passed per operating specifications.